Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a no delivery alarm. The alarm occurred when they were about to perform a bolus. The customer¿s blood glucose level was 484 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. They were advised that the insulin pump was working as designed. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.